Event description:
It was reported that the pulse generator exhibited high impedance. The device was re-interrogated and all measurements were within range. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.